Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medial devices: unknown oxford bearing; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. G2 - foreign: australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty at an unknown date. Subsequently, they underwent a revision surgery due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.